Manufacturer narrative:
On (B)(6) 2021, mentor received additional information regarding the revision surgery. The patient underwent removal and replacement with two 330cc mentor smooth round high profile prostheses (catalog #: 3503330, left serial #: (B)(6) , right serial #: (B)(6). Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 13-jul-2021, the suspected medical device was returned for evaluation. On 15-jul-2021, the investigation on the suspected medical device was completed. Investigation summary: mentor conducted a visual inspection, leak test, and microscopic examination of the returned device. During visual evaluation, an area of missing material was observed in the posterior view measuring approximately 0.5 cm x 1.0 cm. Leak testing was performed in accordance with mentor procedures, and no more leak sites were detected during the analysis. Microscopic examination was performed on the edges of the missing material, and parallel striations were found in an area of the missing material, measuring approximately 0.1 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause of the rupture in the remaining area of the tear could not be identified. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with two 275cc mentor smooth round spectrum prostheses and experienced bilateral deflation postoperatively. As a result, the patient underwent explantation on (B)(6) 2021. This report is for the right-sided prosthesis.